Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a child patient faced a kinked cannula in mid of (B)(6) month (first event), due to which he went to the emergency room with blood glucose level of 600 mg/dl, where he received insulin via intravenous route and fluids as corrective treatment. Further, after staying for less than one day in the emergency room, the patient was admitted to the hospital with better condition (blood glucose level 500 mg/dl) as compared to, when he was brought to the emergency room, but still required treatment. Moreover, the infusion set had been used for one day. During hospitalization, he received fluids and intravenous medication (drug name unknown) as corrective treatment which resolved the issue. Moreover, the patient did not notice any damage to the infusion sets when the package was first opened. The patient was hospitalized for one day and was released with blood glucose level of 150 mg/dl. Furthermore, the patient experienced same issue with two more infusion sets with blood glucose level of 450 mg/dl (second event in mid of (B)(6)) and 560 mg/dl (third event occurred on (B)(6) 2020) respectively and for both the events, treated high blood glucose level with correction injection via multiple daily injection and fluids. Therefore, for all three events, patient experienced trace to high ketone level, but for the first event, the healthcare professional assessed ketone level as dangerous/life threatening. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.